Manufacturer narrative:
Corrections: b1, b3, b5, d, e, g, h4, h6, h7, h9, h10 product event summary: one controller (con095793) and one battery (bat311865) were returned for evaluation. Various analyses were co nducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Failure analysis of the returned battery revealed a damaged external cable. This incidental finding is not related to the reported event likely due to handling of the device. Functional testing at the bench was not performed on bat311865 due to open power concerns caused by the tear on the output cable. Log file analysis revealed two controller power up's and two motor start events on (B)(6) 2017 at 06:07:22 and 11:20:52. No anomalies were observed during the recorded controller power ups. The controller was without power for 27 seconds, 12 minutes and 56 seconds. Additionally, alarm log file revealed one critical battery alarm involving bat311865 due to communication error. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery alarms can be attributed to a communication error between the controller and battery. An internal investigation is examining communication errors and another internal investigation was initiated to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial#:(B)(4). UDI #: (B)(4). D10: yes, return date: 07-jun-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jan-2016 h5: no h6: patient code(s): c26696 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was anxious as there was a high priority alarm from the controller. There was a continuous audio tone, when changing from ac adapter to the battery and again when changing from one battery to another despite never double disconnecting both power sources at the same time. Log files were sent indicating that there was one critical battery alarm, along with two power up events. The battery and the controller were both replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware® ventricular assist system - battery; (B)(4). The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of the file, the following sections have been updated accordingly. Follow up 1 report was (B)(6) 2017. It was reported an event of high priority alarm while changing the batteries. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Failure analysis of the returned battery revealed that the device failed visual inspection due to a damaged external cable that is not related to the reported event and is considered an incidental finding; a full functional testing at the bench was not performed on bat311680 due to open power concerns caused by the tear on the output cable. Log file analysis revealed three controller power up and motor starts on (B)(6) 2017. Two loss of power were recorded at 11:20:44 and 11:20:57 hours respectively. The data point prior to the loss of power revealed that bat311680 was connected to power port 1 and an ac adapter was connected to power port 2. The data point after revealed that bat311680 was connected to power port 1 and bat311865 was connected to power port 2. The most likely root cause of the reported event can be attributed to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Additionally, log file analysis revealed 1 critical battery alarms involving bat311865. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to  previous rsoc values. This is an additional observation not related to the reported event. The most likely root cause of the critical battery alarms can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to address communication errors. The most likely root cause of the reported event can be attributed to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. (B)(4). Yes, returned to manufacturer on 6/7/2017. No, evaluation anticipated but not yet begun. Device manufacture date: 01/05/2016. Labeled for singe use: no. (B)(4).

Event description:
It was reported that the patient was anxious as there was a high priority alarm from the controller.  There was a continuous audio tone, when changing from ac adapter to the battery and again when changing from one battery to another despite never double disconnecting both power sources at the same time.  Log files were sent indicating that there was one critical battery alarm, along with two power up events.  The battery and the controller were both replaced.  No further patient complications have been reported as a result of this event.